Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia, back pain, dysmenorrhoea and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, extensive dissection of omental adhesion). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, back pain, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included motor vehicle accident, neck pain, back pain and abdominal pain. Concomitant products included alprazolam (xanax), ibuprofen from (B)(6) 2014 to (B)(6) 2018, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches / migraines"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced back pain ("back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, extensive dissection of omental adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved, the back pain, menstrual disorder, depression, anxiety, dyspareunia and fatigue outcome was unknown and the migraine was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 22-jul-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue. Outcome of event pelvic pain, menorrhagia, dysmenorrhoea were updated. Reporter information, aka name, concomitant drug, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included motor vehicle accident, neck pain, back pain and abdominal pain. Concomitant products included alprazolam (xanax), ibuprofen from (B)(6) 2014 to (B)(6) 2018, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches / migraines"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced back pain ("back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, extensive dissection of omental adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved, the back pain, menstrual disorder, depression, anxiety, dyspareunia and fatigue outcome was unknown and the migraine was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. D01969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included motor vehicle accident, neck pain, back pain and abdominal pain. Concomitant products included alprazolam (xanax), ibuprofen from (B)(6) 2014 to (B)(6) 2018, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2018 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 13 days after insertion of essure. On (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced migraine ("migraines / headaches / migraines"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced back pain ("back pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, extensive dissection of omental adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, back pain, dysmenorrhoea, vaginal haemorrhage and dyspareunia had resolved, the menstrual disorder, depression, anxiety and fatigue outcome was unknown and the migraine was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 3. She received treatment for menorrhagia, abnormal vaginal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: unilateral occlusion (right tube occluded). Imaging procedure - on (B)(6) 2015: result not provided. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events " back pain and dyspareunia was changed from unknown to recovered/resolved". Lab data was updated to essure confirmation test conducted "yes". A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.